Event description:
During the procedure, with the patient on the table, the generator displayed an error stating: "communication error: controller not responding or incompatible¿. The device was turned on and off several times which did not resolve the issue. The generator could no longer be used and injection blocks were done instead.

Manufacturer narrative:
One nt 2000 ix neurotherm rf generator was received for analysis. The nt generator was connected to an external power source and the generator powered on successfully. The problem mentioned in the event description was able to be confirmed. Product testing reproduced the reported error. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received and the investigation performed, the cause for the reported event was isolated to the stimulate board, rf control board, and power supply.